Event description:
It was reported that the patient was expected to have his inflatable penile prosthesis revised as he was unable to inflate the device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated no revision was done as the physician was able to cycle the pump and it is working now.